Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving gablofen (500 mcg/ml at 59.95 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that a motor stall was seen at initial interrogation on (B)(6) 2019. The patient had had an MRI the morning of (B)(6) 2019. The MRI had not been done due to a suspected problem with the patient¿s infusion system or therapy. The pump logs were read and there was no motor stall recovered occurred message in the logs. It had been greater than 2 hours since the patient exited the MRI field. The patient had left the MRI field at 11am this morning and the reporter was notified by the clinic nurse at 1:30pm that the pump was not alarming pre-interrogation after the MRI, but after the pump telemetry the hcp began hearing the pump alarm every 10 minutes. Per the hcp, it was 3 months until eri (elective replacement indicator) would occur so the hcp was wondering if there were issues that could occur because the pump was so close to eri. No patient symptoms were reported. No further complications have been reported as a result of this event.